Event description:
Customer called to report a hospitalization due to high blood glucose. The customer stated that insulin pump alarmed no delivery. The current blood glucose reading is 370 mg/dl. Customer was vomiting. Hospital treated with insulin drip, saline and potassium. Customer stated that she had a bent cannula. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.